Event description:
A pt undergoing a cesarean section delivery elected to have spinal anesthesia. During the spinal procedure, the 25 ga pencan needle fractured at approximately half its overall length. The delivery was completed with no further complications. The decision was made to leave the fragment (4.3cm) in the pt for later surgical extraction. X-ray and CT scans confirmed that the needle fragment was embedded in the posterior paraspinous soft tissue. The pt has been discharged and remedial surgery is pending. Add'l info received by the sales rep: sales rep called the account to see what happened, and spoke to the physician that experienced this incident. Firstly, a crna tried a few times to do the block. The pt was complaining of pain upon every attempt. Dr was called in to do the block. The doctor attempted 3-4 times, but kept hitting bone. He would pull back with the same needle, and re-direct the needle. He never pulled the stylet out, obviously got no csf return and decided to abandon the procedure with this needle. Upon withdrawal, he felt a "drag" and noticed about 40% of the needle remained in the pt's back. He then chose a different insertion location, as not to disturb the fragment of the needle, and used a 22 ga. Via a paramedian approach. He was successful with this block. The pt firstly decided against having the remnant removed, however, has since change their mind. Dr seems to think that all will work out in the end, especially for the pt. The pt has returned to the hospital with pain and is scheduled to have the needle fragment removed. Rep is in possession of the needle hub and will be in possession of the fractured portion of needle once it is removed from the pt, however, the sample will remain with the facility's risk management dept. And will not be released to b. Braun. Rep will notify b. Braun if there are any add'l adverse events related to the removal of the fractured needle.